Event description:
Subsequent to the initially filed reports, returned device analysis identified the stent was flowered. The account confirmed the stent was flowered during preparation. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during preparation resulted in causing the stent to slightly pull out of the sheath resulting in the reported/noted premature activation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation, the 6.0x40mm absolute pro self-expanding stent was a little bit outside of the sheath and not flowered. A new absolute pro stent was used to complete the procedure. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.